Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the patient presented at the time of the index procedure due to silent ischemia. Cardiac catheterization revealed a new lesion that was 30mm long and 75% stenosed (52-58% via core lab analysis) located in the proximal right coronary artery with a reference vessel diameter of 3.0mm and timi-3 flow. This was treated with predilation and deployment of a 3.0x32mm taxus liberte stent and post dilation resulting in visually 0% residual stenosis (10-13% via core lab analysis) and timi-3 flow. A non-target lesion located in the first diagonal artery was treated with a non-bsc drug eluting stent. The patient was discharged without complications 2 days later on aspirin and clopidogrel. At the time of the reported event, the patient did not have ischemic symptoms. Core lab analysis of the previously reported restenosis indicated that it was 27-33% stenosed. Core lab analysis was previously reported to be 30-40%.

Manufacturer narrative:
Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4) study. It was reported that post a stenting treatment procedure, restenosis occurred. The patient was treated in an unknown vessel with an unknown size taxus liberte stent. (B)(6) 2010: during the 9 month follow up visit, cardiac catheterization revealed visually a 50% stenosed and 5mm long lesion located in the proximal rca with a reference vessel diameter of 3.0mm. There were no anginal symptoms. Core lab analysis readings indicated a target vessel diameter of 2.59-3.16mm, a minimum lumen diameter of 1.82mm, a lesion length of 3.2-4.3mm and pre treatment stenosis to be 30-42% without thrombus, without aneurism and timi-3 flow. This was reported to be the target vessel and was in-stent restenosis. Treatment consisted of balloon dilation with an unknown balloon catheter resulting in visually 0% residual stenosis. Core lab analysis readings post treatment indicated a target vessel diameter of 4.12-4.55mm, a minimum lumen diameter of 3.64-3.76mm, residual stenosis of 8-20%, without thrombus, without aneurism and timi-3 flow. The event was reported to be resolved and the patient was discharged the next day.